Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found.

Event description:
It was reported there was difficulty in disconnecting the lead from the device. The device was replaced since it was damaged during the explant procedure. No patient complications have been reported as a result of this event.